Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), when using the introducer, the patient experien ced injury to venous tissue (tunica intima) of the right femoral vein (rfv). This was seen on the removal of delivery sheath. Extravasation and tissue damage seen prior to removal of sheath on fluoroscopy. It was also noted that stenosis was seen at inferior vena cava - right atrium (ivc - ra) junction. Intravascular ultrasound performed from the left and right femoral veins, demonstrating vascular tissue damage. The rvf ballooned from the iliac-femoral junction up to the ivc-ra junction, and computer assisted vacuum thrombectomy performed using a penumbra system. Flow restored to rfv and the sheath was removed. No further patient complications have been reported as a result of this event.